Event description:
In 2004, an aneurx bifurcated stent graft and a gore excluder aaa endoprosthesis iliac extender component were implanted. A follow-up computed tomography scan revealed that the iliac extender component was floating in an abscess within the pt's external iliac artery. In 2008, the iliac extender component and one quarter of the aneurx bifurcated stent graft limb were removed. A femorofemoral bypass graft was then implanted. It was reported that staphylococcus aureus was contained within the iliac extender component and that the pt died on six days later. Further investigation is pending.